Manufacturer narrative:
B3. Event date was asked but unknown. See b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen (500 mcg/ml at 100 mcg/day) via an implantable pump for unknown indications. It was reported that the patient was explanted at some point after implant due to infection. The rep stated they were not ever informed of this and found out today when they came to a scheduled itb (intrathecal baclofen) implant. The new implanting hcp said the patient mentioned the previous infection but had no other information. The issue was resolved at the time of this report.